Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached. In addition, the catheter was kinked in the extreme of the strain relief and the dongle was found to be deformed. Functional testing could not be performed due to the flare detachment. The device investigation found that the flare was detached, this condition does not allow the device to be actuated. The most probable root cause classification for the reported failure could not be determined. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colon endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to extend the snare loop several times but failed; it was noted that the endoscope angle was slightly sharp at the time. The device was removed from the body and the wire of the handle was found to be broken. The physician changed the endoscope angle and the procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colon endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to extend the snare loop several times but failed; it was noted that the endoscope angle was slightly sharp at the time. The device was removed from the body and the wire of the handle was found to be broken. The physician changed the endoscope angle and the procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.